Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR ID#: 2134265-2011-00079. It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction and stent thrombosis. The patient was hospitalized with chest pain and elevated cardiac enzymes and was diagnosed as having an acute myocardial infarction. Cardiac catheterization revealed a 90% stenosed lesion in the left anterior descending coronary artery (lad) and an 85% stenosed lesion in the first diagonal coronary artery. 1 day later, the patient underwent coronary intervention in which a 2.5x20mm taxus express2 stent was implanted in the lad and a 2.5x16mm taxus express2 stent was implanted in the first diagonal artery. The patient took plavix for at least 12 months following the index procedure. (B)(4)-2007, the patient experienced an acute myocardial infarction. Cardiac catheterization revealed thrombosis of the lad and first diagonal which required unspecified medical treatment.